Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The user was unable to replicate the acu watchdog failure or primary audible alarm post error during power up. The acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventive measure.

Event description:
It was reported that the medfusion pump exhibited an acu watchdog system failure. No patient injury or complications were reported in relation to this event.